Event description:
It was reported that this right ventricular (rv) lead had perforated shortly after implant. Patient was presented to the clinic with pain, loss of capture and decreased r waves. Impedances were within normal limits. This perforation was confirmed by a computerized tomography (CT) scan and echo cardiogram. This patient underwent a mini thoracotomy to reposition this lead. No additional patient adverse effects were reported.